Event description:
It was reported that the patient presented in clinic for lead revision. The right atrial (ra) lead had no capture and no sensing when implanted. The physician explanted the ra lead. The patient was stable.

Manufacturer narrative:
Additional information: h6 codes have been updated to reflect device not returning for analysis.

Event description:
New information notes the device will not be returned for analysis.